Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17122; 2938836-2019-17164. It was reported that when the patient presented for follow up in clinic, high thresholds were noted at right ventricular(rv) and left ventricular(lv) lead. X-ray exhibited dislodgement for both rv and lv lead and device was found to be flipped in pocket with leads braided next to the device. The dislodgement was found to be due to twiddler syndrome. The device was disabled. The patient presented after few days on 09 december for lead revision. Twiddler syndrome was confirmed after opening the pocket. The rv lead was found to be braided multiple times after opening the pocket. But no visible damage was noted. The rv lead was explanted and replaced. The lv lead remained implanted with no repositioning or replacement as the thresholds were acceptable. All the leads were connected to the existing device with all the parameters within normal limit. The patient was stable before, during and after the procedure.